Event description:
The user was drawing up medications (lidocaine & rocephin) into a syringe and realized that the medication was not mixing well. User attempted to push the medication back into the bottle. The medication squirted out between the needle protection and the needle and they had medication exposure to their eyes.